Event description:
It was initially reported by the customer that this catheter would not steer properly. This is not indicative of a reportable complaint. However, upon receipt of the catheter, during investigation, it was observed that the lasso loop rings were damaged which was indicative of an excessive force applied. The spine cover showed evidence of being twisted. This caused damage to the rings leaving the edges exposed. Biosense webster became aware about this on (B)(6) 2009.

Manufacturer narrative:
Deflection test was performed to the catheter and results indicated that the catheter was able to deflect within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specifications and procedures. Pu margins appear to be within specification prior to the damages as no insufficient pu margins were identified. (B)(4).